Manufacturer narrative:
The device was returned to tenex and evaluated. A picture of the device at the time of failure was also provided by the user. There was a compressive pinch in the needle near the point of separation. The sheath had also severed at the point around the pinch in the needle. The sheath and needle fragments had detached from the main body of the handpiece. It appears the needle had ben compressed by some external force at the pinch point where it detached from the assembly. The sheath was slightly deformed into an oblong shape at the point where the needle was pinched. It is unclear what force was applied to lead to the damage.

Event description:
During a procedure with the tenex health tx system, the needle and the plastic sheath that surrounds the needle on the microtip were damaged. The plastic sheath and needle were pinched and separated from rest of the handpiece. It appears that an external force had pinched the needle. The procedure was completed. There were no patient complications.